Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported when positioning the stent graft at the level of the renal arteries the top cap deployed on its own. When the delivery system was examined the blue wheel was missing. The thumb wheel was broken and fell off of the device. The stent graft was deployed in the correct position. The tapered tip was not seated and caused a dissection on the left external iliac artery. The artery was repaired with a surgical patch. The device was discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).